Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had the insulin pump kept alarming a no delivery. The alarm occurred during a the basal and bolus. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They performed a 5.0 unit fixed prime. The customer stated insulin did not exit and the insulin pump alarmed a no delivery. The insulin did not exit with plunger push. The customer stated that insulin did not exit and there was greater than normal resistance with the plunger push. The customer was advised that the alarm was caused by an infusion and reservoir connection. They were advised to replace the infusion and reservoir set. The product will not be returned for analysis.